Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient was undergoing a breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis when the doctor noticed that the prosthesis appeared to be a different size. The doctor used a smaller breast prosthesis to complete the breast augmentation procedure. There was no delay with the surgery and no consequence to the patient.

Manufacturer narrative:
On 11/02/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 11/08/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device weighed 307.1 grams. The gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered bubbles on the device. No other anomalies were discovered. According to the information received, it was reported by the customer that the physician states the implant appeared to be a different size. The complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. (B)(4).